Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had to have everything explanted due to an infection that occurred about 3 weeks following implant on (B)(6) 2016. The explant occurred on (B)(6) 2016 which resolved the issue. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.